Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities could not be fully interrogated. Specifically, the device would reach 95% completion of the interrogation, and then the programmer would begin to flash, thus stopping the interrogation. A guidant technical services (ts) consultant discussed that the device may be latched, and recommended replacement. The device was explanted and replaced without reported complication.